Event description:
It was reported that two days post implant, the patient had a syncopal episode and a heart rate in the 40s bpm. There was no left ventricular output from the device, and no right ventricular capture. It was noted that there was rv pacing output. The device was explanted and replaced. The right ventricular lead was repositioned and is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.